Manufacturer narrative:
Updated data: b2. B5. D4. H1. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician; the delivery catheter system (dcs) did not cause or contribute to the pericardial effusion. Additionally, the pericardial effusion was first observed before the valve was implanted. Subsequently, it was reported that the patient died. The cause of death was not provided.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a large pericardial effusion was noted. Subsequently, chest compressions were initiated and a sternotomy was completed. Per the physician, the procedure did contribute to the pericardial effusion. A non-medtronic guidewire was used to complete the procedure. Additional information was received that per the physician, the delivery catheter system (dcs) did not cause or contribute to the pericardial effusion. Additionally, the pericardial effusion was first observed before the valve was implanted. Subsequently, it was reported that the patient died. The cause of death was not provided. Additional information was received that the patient died on the same day as the implant procedure. The cause of death was due to a guidewire perforation. Per the physician, the cause of the pericardial effusion was the guidewire perforation, and the valve and dcs did not cause of contribute to the death. Additional information was received that the perforation occurred in the left ventricle. As the patient's blood pressures were "soft", the valve went in before the chest compressions were performed.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a large pericardial effusion was noted. Subsequently, chest compressions were initiated and a sternotomy was completed. Per the physician, the procedure did contribute to the pericardial effusion. A non-medtronic guidewire was used to complete the procedure. Additional information was received that per the physician, the delivery catheter system (dcs) did not cause or contribute to the pericardial effusion. Additionally, the pericardial effusion was first observed before the valve was implanted. Subsequently, it was reported that the patient died. The cause of death was not provided. Additional information was received that the patient died on the same day as the implant procedure. The cause of death was due to a guidewire perforation. Per the physician, the cause of the pericardial effusion was the guidewire perforation, and the valve and dcs did not cause of contribute to the death.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot#: (B)(6), ubd: 25-aug-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a large pericardial effusion was noted. Subsequently, chest compressions were initiated and a sternotomy was completed. Per the physician, the procedure did contribute to the pericardial effusion. A non-medtronic guidewire was used to complete the procedure.